Manufacturer narrative:
The complaint catheter was not returned, so analysis of the actual complaint device is impossible. A comparative catheter was tested. This catheter was a bb015 - lot no. Bib-10831. The balloons were immersed in a body temperature water bath and inflated to rated burst pressure. A vacuum was then drawn on the catheter. The times needed to reach full inflation and deflation were measured. The inflation and deflation times for the inner and outer balloons were: inner balloon - inflation of 3 sec and deflation of 5 sec. Outer balloon - inflation of 3.5 sec and deflation of 6.5 sec. The inflation/deflation times are well within the acceptance criteria of 10 seconds inflation & 20 seconds deflation that were used for the in vitro testing performed on these devices as part of the design validation testing. A review of the average test results of the in vitro testing was performed as well: ave. Inflation time of inner balloon alone (averaging the two sizes tested 12x3 and 12x4.5) - 3.875 sec; ave. Deflation time of inner balloon alone (averaging the two sizes tested 12x3 and 12x4.5) - 9.375 sec; ave. Inflation time of outer balloon with ib inflated (ave. Of two sizes tested 24x3 and 24x5.5) - 4.475 sec; ave. Deflation time of outer balloon with ib inflated (ave. Of two sizes tested 24x3 and 24x5.5) - 8.025 sec; ave. Inflation time of outer balloon with ib deflated (ave. Of two sizes tested 24x3 and 24x5.5) - 4.475 sec; ave. Deflation time of outer balloon with ib deflated (ave. Of two sizes tested 24x3 and 24x5.5) - 8.65 sec; the results from the comparative catheter testing were well below even the averages reported in the in vitro testing. A review of the FDA database shows that the palmaz genesis stent is only approved for biliary, renal, and coronary use. The use of this stent for this indication is off-label. A review of the cordis catalog for the palmaz genesis device shows that this stent is only rated for a diameter of 10-12mm. This stent was mounted on a 24mm bib catheter, which is twice the rated diameter for this stent. It is unknown as to what profile the palmaz genesis stent has when taken from the package and how that was able to be mounted on a 24 x 4 bib catheter. The rated sheath compatibility for this stent according to the cordis catalog is 8f and the guiding compatibility is 10f. The bib 24 x 4 device has a shaft size of 9f and a rated introducer size of 11f. The melody valve mentioned in the follow-up report from the hospital only comes with 18mm, 20mm, and 22mm delivery systems. A review of the device history record was performed. This device was sent to the facility in april 2015 and it was labeled as a pta catheter. This was the approved indication at that time. This device has since been declared substantially equivalent by the FDA for a stent placement indication, but it is specific to just the cp stent family. Using this device with the palmaz genesis stent is an off-label use. All testing performed was with the cp stent device. The root cause of the complaint has been determined to be the absence of adherence to defined policies and procedures. The device was being used off-label for an unapproved use. The review of the device history record showed no issues with the manufacturing process. The device was sent to this hospital labeled as a pta catheter, which is what the FDA se determination was for at that time. The comparative catheter performed well within specifications determined as part of the design validation testing.

Event description:
As per the report from the distributor / facility - "physician tried to inflate inner bib balloon using encore inflator and it would not inflate. Palmaz genesis stent embolized resulting in patient going to surgery to complete pulmonary valve replacement. Patient doing well now. Physician was using the bib to expand palmaz stent. There was no difficulty mounting the stent." "On 6/28/2019 - in an email from the account: the lot number of the encore inflator is not known. We used 2 indeflators- the outer balloon worked fine. The stent was mounted on the bib. The inner balloon was inflated before the outer balloon. The inner balloon only partially inflated to start expanding the stent. It was a genesis stent- 10x27. The introducer was a 16f sheath. The guidewire was an amplatz super stiff 0.035. The palmaz stent was being used as a landing zone for pulmonary valve replacement. The valve was never deployed. The indication for the palmaz use was free pulmonary insufficiency to stent prior to melody."